Manufacturer narrative:
Device analysis: 1 syringe of 1.0ml with 0.6ml of gel remaining received in an opened tray with cap and without needle. No defect observed. Device labeling: precautions: failure to comply with the needle attachment instructions could result in needle disengagement and/or product leakage at the luer-lok® and needle hub connection.

Event description:
Healthcare professional (hcp) called to report that one syringe of juvéderm® ultra xc "exploded," the needle disengaged, and the product came out. Nothing unusual was noticed prior to the event. Patient contact did not occur. No injury occurred to the patient, staff, or injector. Packaged needle was used.